Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during a central line insertion in which a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was employed, it was discovered that the red lumen was cracked. Another central line needed to be placed. The precise amount of time that the device was implanted is unknown, although the customer reported that it was in place for less than 24 hours. The customer reported that only the normal force required to luer lock the needleless connector to the hub connection was used. The device is reportedly not available to be returned.

Manufacturer narrative:
Investigation - evaluation. A review of quality control documents, manufacturing instructions, drawing, and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the proximal fittings are quality control checked and no notable gaps in production or processing controls were noted. The risk specification for this product includes hub fracture and identifies that multiple risk controls are in place to mitigate the risk of fracturing of the hub. The device history record for the product could not be performed due to the lack of lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.